Manufacturer narrative:
E1 (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection observed that the main coil, the delivery sheath and the introducer sheath were returned. The main coil was detached, bent and stretched at the primary coil and arm coil section. Moreover, the introducer sheath was bent before the twist lock. Functional inspection could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection was performed, and the main coil's max zap tip outer diameter (od) and primary coil od passed the specification test. Based on the evidence, the reported allegation of main coil failed to separate was confirmed, since the bent and stretched found during the product inspection, could have contributed to the reported issue.

Event description:
Reportable based on device analysis completed on 25nov2024. It was reported that the coil failed to deploy. The target lesion was located in the abdominal aorta. A 18mm x 20cm interlock-35 coil was advanced for embolization. During the deployment, the interlocking arm could not be opened. The procedure was completed with the same type of device. No complications were reported, and the patient condition following procedure was stable. However, returned device analysis revealed the main coil was detached.